Event description:
It was reported by the customer that the catheter was placed via right internal jugular vein by the anesthetist. Shortly after arriving in post-anesthesia room (par) the nurse noticed blood on the bed. She realized that the connection at the hub had become disconnected from the extension line on the distal lumen (14 ga) of the proximal end. The nurse alerted the anesthetist who was still in the par. As a result, the anesthetist immediately removed the catheter. It was not replaced with another catheter. The pt was not seriously compromised. The users did not file an internal incident report within the facility. It was also believed that this pt did not require a blood transfusion. There were no reported pt complications.

Manufacturer narrative:
Follow-up will be filed if additional info becomes available.